Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was being used for the purpose of administering medication for advanced stage parkinson¿s disease. Procedure date is unknown.according to the complainant, the pump fell taking the jejunal tube out of the peg tube about 30cm. In addition it was noted the tube was slightly pierced near the y connector. The jejunal tube was changed.attempts to obtain information on the patient's condition were unsuccessful. If further relevant information becomes available, it will be filed in a supplement medwatch report.

Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was being used for the purpose of administering medication for advanced stage parkinson's disease. Procedure date is unknown. According to the complainant, the pump fell taking the jejunal tube out of the peg tube about 30cm. In addition it was noted the tube was slightly pierced near the y connector. The jejunal tube was changed. Attempts to obtain information on the patient's condition were unsuccessful. If further relevant information becomes available, it will be filed in a supplement medwatch report.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.(B)(4):the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.